Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.5/+1.0/078 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a shorter lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code: (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in a microcentrifuge vial with moisture and with residue/debris. Visual inspection found one of the haptics broken. Dimensional anf functional inspections found the lens to be within specifications. Claim# (B)(4).